Event description:
As reported, after using three 6-12f mynxcontrol venous vascular closure devices (vcd) the groin site was still bleeding after five minutes of holding pressure. Femoral vein access was the puncture site, and hemostasis was achieved through manual compression for approximately 15 minutes. All three devices were deployed in the left groin following the IFU. There was no reported patient injury. The mynx vascular closure device (vcd) was used in an interventional venous ablation procedure with an antegrade approach. The physician performing the procedure was mynx-certified. Three devices were deployed in the left groin, none of which were successful, and one device was successfully deployed in the right groin. The sheath introducer used was non-cordis, with french sizes of 6fr, 8fr, and 10fr. Protamine, at a dosage of 30 units, was administered during the procedure. The target femoral site had not been previously closed, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple sheath exchanges from the site with the failures. The physician stated the device failed. The devices are available for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, after using three 6-12f mynx control venous vascular closure devices (vcd) the groin site was still bleeding after five minutes of holding pressure. Femoral vein access was the puncture site, and hemostasis was achieved through manual compression for approximately 15 minutes. All three devices were deployed in the left groin following the instructions for use (IFU). There was no reported patient injury. The mynx control venous vcd was used in an interventional venous ablation procedure with an antegrade approach. The physician performing the procedure was mynx-certified. Three devices were deployed in the left groin, none of which were successful, and one device was successfully deployed in the right groin. The sheath introducer used was non-cordis, with french sizes of 6fr, 8fr, and 10fr. Protamine at a dosage of 30 units was administered during the procedure. The target femoral site had not been previously closed, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple sheath exchanges from the site with the failures. The physician stated the device failed. The devices were not returned for evaluation. A product history record (phr) review of lot f2418503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant-inability to achieve hemostasis¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the failures experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, patient factors, pharmacological factors and/or handling factors of the devices are possible. Failing to achieve hemostasis immediately after vascular closure of a vein is a common procedural complication and are frequently related to stick technique, anticoagulation, adequate sheath removal technique, and proper placement of the sealant at the venotomy. According to the mynx control venous instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the device with the procedural sheath from the patient and to continue to apply fingertip compression for up to 1 minute or as needed. The user is then instructed to apply a sterile dressing once hemostasis is achieved. Neither the phr review, nor the available information suggest that the reported event could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, after using three 6-12f mynx control venous vascular closure devices (vcd) the groin site was still bleeding after five minutes of holding pressure. Femoral vein access was the puncture site, and hemostasis was achieved through manual compression for approximately fifteen minutes. All three devices were deployed in the left groin following the IFU. There was no reported patient injury. The mynx vascular closure device (vcd) was used in an interventional venous ablation procedure with an antegrade approach. The physician performing the procedure was mynx-certified. Three devices were deployed in the left groin, none of which were successful, and one device was successfully deployed in the right groin. The sheath introducer used was non-cordis, with french sizes of 6fr, 8fr, and 10fr. Protamine, at a dosage of 30 units, was administered during the procedure. The target femoral site had not been previously closed, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple sheath exchanges from the site with the failures. The physician stated the device failed. Analysis note: as it is not possible to accurately identify which unit corresponds to each complaint, the units will be referred to as device "a", device "b." And ¿device ¿c¿. The results will be documented in the comp-(B)(4) report for device ¿a¿, the comp-(B)(4); report for device ¿b¿ and the comp-(B)(4) for device ¿c¿. Three (3) non-sterile mynx control venous 6f-12f closure device were returned for investigation inside a clear plastic bag labeled with the comp-(B)(4). The devices were identified as "a","b" and ¿c¿ to continue with the investigation. All units had the same catalog number (mx61260) and lot number (f2418503). Visual inspection of the device identified as ¿c¿ showed that button 1 was fully depressed and button 2 partially depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was not returned for this evaluation. Regarding the condition of the sealant sleeves, no abnormalities were observed. No csi was returned for this evaluation. The balloon was deflated and partially retracted (due to partial depression of button 2), and the corewire was present, while the atraumatic tip did not exhibit any damage or abnormal condition. No additional anomalies were observed during this analysis. The simulated deployment test could not be performed because the sealant was not returned for evaluation for the device identified as ¿c¿. However, button 2, initially found to be partially depressed, was manually fully actuated during the evaluation and confirmed to operate correctly, enabling the balloon to completely retract. A product history record (phr) review of lot f2418503 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-inability to achieve hemostasis¿ was not observed due to the nature of the complaint. Patient related events cannot be duplicated in the lab. In addition, the sealant was not returned and no anomalies were noted on the returned device. However, button 2 was not fully depressed. The exact cause of the failures experienced could not be determined. However, based on the information available for review and product analysis, handling factors (such as user error) may have contributed to the reported issue as the device was received with button 2 not fully depressed. Per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. Once balloon has been deflated, pick up the device handle and realign with tissue tract. Depress button two to pull the deflated balloon into the device. It should be noted that failure to fully depress button 2 may result in sealant disruption during device removal, which could result in a failure to achieve hemostasis. Neither the phr review, nor the available information suggest that the reported event could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.